Event description:
It was reported by facility that they had an amputee of one leg fall out of a sling, amputee's other leg was injured; injury unknown. The facility the deaconess center, has a lot of the co's slings and possibly other mfrs' slings also. In addition, when they take out the stays / bars to launder the slings they don't always get the right bar back in with the right sling, they also have cut the sling to make the bar fit per facility. No sure what sling was involved.